Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant had a crease/fold on the anterior view. In addition, a tear was noted on the anterior view extending to the posterior view within the crease/fold measuring approximately 10.9 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
One saline mentor smooth round moderate profile 300cc breast implant was received by the mentor failure analysis lab on (B)(6) 2022, with little accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. The device was damaged. The date of explantation was provided as (B)(6) 2022.